Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, this patient underwent an endovascular treatment of a subacute type b aortic dissection using a gore® tag® conformable thoracic stent graft and a gore® dryseal flex sheath. This patient also underwent a common carotid artery-subclavian artery bypass, and embolization of left subclavian artery. A gore® dryseal flex sheath was inserted from patient's left femoral artery. After the stent grafts were implanted, localized dissection of the left external iliac artery was confirmed by angiography. The physician's suspected cause of the dissection was that there was resistance felt during the insertion, and that the patient's access vessel was as small as 7 mm. Nothing was reported regarding if the sheath or dilator were in place during sheath advancement. As a treatment, a vascular stent (non-gore) was implanted from the origin of the left external iliac artery. The dissection of the left external iliac artery was successfully treated. The patient tolerated the procedure.